Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with master lot strips and a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Customer meter and master lot strips: 2.5 inr. Donor #2: retention meter and master lot strips: 2.3 inr. Customer meter and master lot strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 6.8 inr, 5.3 inr, 5.2 inr, 6.1 inr, 5.4 inr and 5.3 inr. The customer stated a different finger was used for each test and the puncture site was excessively massaged. The customer stated it was possible the blood drop was not dosed within 15 seconds for some tests. The therapeutic range was 2.0 inr-3.0 inr.